Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. Corrections made to the initial MFR 1220648-2024-13254 in sections: b1: initial report selected adverse event, this has been corrected to product problem. H1: initial report selected serious injury, this has been corrected to malfunction.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Event description:
The user facility reported a 60-year-old female on impella cp for mechanical circulatory support. It was reported that the impella cp prolapsed in the aorta during insertion. The impella cp device was explanted. The patient survived the procedure.